Event description:
The customer contact reported a separation; subsequently blood loss was noted. The monitoring kit was connected to a femoral access site delivering normal saline under 300 mmhg pressure at a rate of 4ml/hr. After an unspecified length of time in use, it was reported that after the pt turned onto his side, the tubing separated from an unspecified luer connection and an unspecified amount of blood loss was noted. It was reported that the monitor alarm on the arterial line was turned off; therefore, the nurse was not alerted. The pt became hypotensive and had increased angina pain. The pt was treated with two unspecified bolus doses of 0.9% sodium chloride and two units of packed red blood cells. The monitoring kit was replaced and monitoring was resumed. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.